Event description:
It was reported that after an initial bunion surgery on (B)(6) 2025, all hardware was removed and replaced during a recent revision surgery due to pain, swelling, loosened and broken hardware. The revision surgery was approximately three weeks prior to (B)(6) 2026, however the exact date is unknown. The hardware had loosened and a broken screw was discovered via radiographic image during a post-op follow-up. The patient reported that she subsequently developed hammer toes of the 2nd, 3rd, and 4th toes, and experienced pain when putting on shoes and if on the foot for more than an hour. No other patient outcomes were reported as a result of this event.

Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2025, all hardware was removed and replaced during a recent revision surgery due to pain, swelling, loosened and broken hardware. The revision surgery was approximately three weeks prior to (B)(6) 2026, however the exact date is unknown. The hardware had loosened and a broken screw was discovered via radiographic image during a post-op follow-up. The patient reported that she subsequently developed hammer toes of the 2nd, 3rd, and 4th toes, and experienced pain when putting on shoes and if on the foot for more than an hour. The patient is currently recovering and prescribed six weeks of no weight bearing. No other patient outcomes were reported as a result of this event. No devices were returned for evaluation. The device history records for kits used in this case were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. The most likely cause of the reported event could not be determined based on the information provided and no device being returned. However, the device was likely subjected to excessive bending stresses which resulted in its breakage. The company will supplement the MDR as necessary and appropriate. Additional tmc devices explanted in the same revision surgery were reported in 3011623994-2026-00030, 3011623994-2026-00031, 3011623994-2026-00064, 3011623994-2026-00065, 3011623994-2026-00066.